Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient exhibited heart palpitations and the right atrial (ra) lead will be repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no sensing and possibly dislodgement was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.